Manufacturer narrative:
Product event summary: analysis found that the analyzer was mechanically intact, but had depleted battery voltage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was displaying a message indicating that there was a loss of communication with the analyzer. It was recommended that the analyzer be replaced with a different analyzer to see if that would resolve the issue. The analyzer was returned for repair. No patient complications have been reported as a result of this event.